Event description:
In 1999, thin pt received a deltec 5.4 low profile port-a-cath placed in the right chest. In 2000, the pt was brought back to the or to have the port-a-cath removed. During fluoro the catheter appeared in 2 separate places, still attached to the metal port and the other appeared in the right ventricle/atrium of the heart. Pt was immediately taken to angio.